Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was no longer able to communicate with external devices following an unrelated shoulder surgery on (B)(6) 2024 wherein the patient's ipg was not place into surgery mode. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced.